Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) unknown lot # was performed by the verification of complaints history. Customer reported a false negative result with bd sars-cov-2 reagents for bd max¿ system (44500301). No kit lot was provided for the investigation. According to customer, the sample corresponded to a known antigen-positive sample, which gave a positive result when stored in saline but was negative when stored in uvt media. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "according to the customer's report, a false negative occurred, possibly due to the product."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: "according to the customer's report, a false negative occurred, possibly due to the product."